Manufacturer narrative:
H10:  additional manufacturer narrative: added additional method coding to section h6.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Of note, this porcine aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), ¿the edwards prima plus stentless bioprosthesis model 2500p is indicated for patients who require replacement of their native or prosthetic aortic valve using the subcoronary implantation technique.¿ the subject device is not available for evaluation, as it remains implanted in the patient. The root cause for the stenosis remains indeterminable with the available information. In addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. This patient was (B)(6)-years-old at initial time of implant. Per the instructions for use, "the safety and effectiveness of the edwards prima plus stentless bioprosthesis model 2500p has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learnt through the received medical records that a patient with 21mm 2500p porcine valve, implanted in pulmonic position, underwent a valve-in-valve procedure after an implant duration of 6 years due to pulmonary/rv-pa conduit stenosis. The tpvr was performed with a 18mm transcatheter valve within the rv-pa conduit with excellent result. There were no complications with the procedure. The patient was discharged home in good condition on pod # 1. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.